Event description:
Olympus was informed that there was no image during an unidentified type of procedure. There was no report of any pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional information regarding this report, however no further detailed information was provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The evaluation found no image on the scope. There was evidence of severe fluid invasion noted inside the scope connector unit which likely attributed to the reported phenomenon. The loss of image was isolated to damage to the charge coupled device flexible printed circuit (ccd-fpc) unit. The unit passed leak testing; therefore the reported phenomenon appears to be due to user handling. The device has been serviced and returned to the user facility. This report is bing submitted as a medical device report in an abundance of caution.